Manufacturer narrative:
Results: the neuron 053 was kinked approximately 100.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the neuron 053 was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully retracted at extreme angles during removal from the packaging, damage such as this may occur. A mandrel was attempted to be advanced through the neuron 053. While advancing the mandrel, resistance was encountered as the mandrel met the kink in the distal catheter shaft and the mandrel could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the neuron 6f 053 delivery catheter (neuron 053) was kinked upon removal from the packaging. The damage to the neuron 053 was found prior to use and therefore it was not used in the procedure. The procedure was completed using a new neuron 053.